Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll s/c 200 contained foreign matter. Good afternoon, we received a report from our yale new haven campus clinicians concerning an event they have experienced while using a syringe 10ml luer-lok tip disposable (302995). Lot#: 5310559. The event date is 12.30.2025. No harm to the patient has been reported. The sample is sequestered to conduct an analysis and determine the root cause of the failure. Please let me know the next step. We are willing to send the sample. Please have an RMA and mailer label sent to my attention. The complaint is described: debris or ink found embedded in the plunger of a bd 10ml embout luer lok sterile syringe (ref: 302995) while IV room compounding. Lot: 5310559. Exp: 2030-10-31. Please pick up from wp11 pharmacy satellite.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. One sample of a 10 ml luer lok syringe (part number 302995) was received and evaluated. The sample arrived fully assembled and loose. Upon inspection, an unknown dark foreign material was found embedded in one of the ribs of the plunger rod. This condition is non conforming per product specifications, and the potential root cause for the embedded foreign material is likely associated with the molding process. A device history record review was completed for material number 302995, lot 5310559. All in process and final visual inspections were performed as required, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and is in compliance with applicable product specifications. Complaints received for this device and the reported condition will continue to be tracked and trended. This information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data to identify any emerging trends.

Event description:
No additional information was provided.